Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint and service history review for serial (B)(4) from 03-apr-2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under tab 6 maintenance states the following: proper maintenance of the aia-360 is one of the most important aspects of a complete quality assurance program. Completing the required maintenance procedures minimizes down time, provides records for inspection and accreditation, provides assistance in the definition and isolation of problems, and maintains optimal instrument and assay performance. Additionally, it indicates the following for yearly maintenance: replace the b/f probe tip (the white teflon tip) every year or every 4000 tests, whichever comes first: see section "maintenance procedure for the b/f probe" for detailed instructions. The most probable cause of the missing bf wash probe tip was operator error of the customer losing the parts.

Event description:
A customer reported that during maintenance, they lost the bf wash probe tip with the a1a-360 instrument. The customer was advised that they could not run the analyzer without a bf wash probe tip in place. The customer further reported that they lost their spare tip as well. The customer was provided the part number for the wash probe tip to complete their maintenance. The customer was unable to run the analyzer without the missing parts which resulted in a delay of troponin (ctnl2) and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.